Manufacturer narrative:
(B)(4). A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found with the sponge outside of its cap. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was performed, and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received and evaluated. During visual inspection, it was found that the sponge was outside of the minicap. However, the root cause of the reported even could not be determined. Should additional relevant information become available, a supplemental report will be submitted.